Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead there was placement difficulty as the screw would not grab the tissue and fixate. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.